Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was not booting up. Upon troubleshooting, the philips field service engineer (fse) performed a functional analysis of the system onsite and found issue with internal ups to the suit pc. To resolve the issue, fse bypassed the ups. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.